Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented routine generator change with the right atrial lead exhibiting a known history of noise. Programming interventions were performed mitigate noise during the procedure. The patient had been asymptomatic, and was discharged in stable condition.